Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads produced low flow. The pads were checked, and were properly connected to the fluid delivery line. It was later reported that the flow rate fluctuated between 1.5lpm and 2.0lpm; however, did not increase above 2.0lpm. As a result, the pads were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads produced low flow. The pads were checked and were properly connected to the fluid delivery line. It was later reported that the flow rate fluctuated between 1.5lpm and 2.0lpm; however, did not increase above 2.0lpm. As a result, the pads were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads produced low flow. The pads were checked and were properly connected to the fluid delivery line. It was later reported that the flow rate fluctuated between 1.5lpm and 2.0lpm; however, did not increase above 2.0lpm. As a result, the pads were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads produced low flow. The pads were checked and were properly connected to the fluid delivery line. It was later reported that the flow rate fluctuated between 1.5lpm and 2.0lpm; however, did not increase above 2.0lpm. As a result, the pads were replaced.

Manufacturer narrative:
Received 1 used arcticgel pad kit. During the visual inspection, no obvious defects were noted that would have contributed to the reported problem. The pads had evidence of usage and were found to have the correct trim pattern. The energy connectors were found free of any damage and presented a good connection. Per the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for10 minutes, see details below: * left chest pad: a total of 2.36 l/min m2 of flow rate were registered during the test. * left thigh pad: a total of 7.66 l/min m2 of flow rate were registered during the test. * right chest pad: a total of 5.52 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 6.66 l/min m2 of flow rate were registered during the test. According to the specification, the flow rate was found to be unacceptable for left chest pad; however, the other pads were found acceptable. The flow rate for this product, per specification, must be above 2.4 l/min m2. The reported event was confirmed as manufacturing related. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the pads produced low flow. The pads were checked and were properly connected to the fluid delivery line. It was later reported that the flow rate fluctuated between 1.5lpm and 2.0lpm; however, did not increase above 2.0lpm. As a result, the pads were replaced.